Event description:
It was reported that the patient was on a cruise in 2014-(B)(6) and a door knob slammed on his stimulator and dented it. The patient was sick on the (B)(6) and was in the hospital for 10 days. Multiple tests were done and everything came out okay. It was asked if the device could leak and it was reviewed that it would not. The patient had not been able to charge the implant completely since it got dented. He would recharge for 3 hours and the implant would not quite reach half full. Sometimes he would have all coupling bars and other times he would have none. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received. Refer to manufacturer report #3004209178-2015-04027.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: 2008-(B)(6), product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: 2008-(B)(6), product type: recharger. Product ID: 7434-e, serial# (B)(4), implanted: 1997-(B)(6), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: 1997-(B)(6), product type: extension. Product ID: 3487a, lot# l46791, implanted: 1997-(B)(6), product type: lead. Product ID: 37742, serial# (B)(4), implanted: 2008-(B)(6), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type: lead. (B)(4).